Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy evo o2 "ventilator service required" alarm condition occurred while in use by a patient. The customer also states a red light was emitting from around the light sensor and a short electronic sound occasionally sounded. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New info, eval: the ventilator was returned to the manufacturer for evaluation and the ventilator service alarm was not duplicated. Error codes were recorded in the error log indicating a failure in the buzzer. The device's buzzer assembly was replaced to prevent recurrence. The issue of and electrical sound was not duplicated. In addition, the issue of red light around the sensor was not duplicated as there is no red light located in the peripheral light sensor and its surroundings. It is assumed that the flashing in red was being misrecognized and coming from the alarm silence button/ alarm indicator and led bar.

Event description:
The manufacturer received information alleging a trilogy evo o2 "ventilator service required" alarm condition occurred while in use by a patient. The customer also states a red light was emitting from around the light sensor and a short electronic sound occasionally sounded. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.